Manufacturer narrative:
Concomitant medical product: 5071-35 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole upon termination of a threshold test. It was noted that pacing therapy was slow to resume on the right ventricular (rv) epicardial lead. Varying/high thresholds were also noted. The epicardial lead was capped and replaced with another epicardial lead that was already in place as a backup. No further patient complications have been reported as a result of this event.